Event description:
It was reported that during the second stage of the implant procedure, after the ipg was implanted, the implanted lead displayed high impedances. The physician replaced the lead and completed the procedure. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model : nm-3138-55, serial : (B)(6), lot: 7074302. The returned lead and lead extension were analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of high impedances was not confirmed as no problem was detected.

Event description:
It was reported that during a second stage ipg implant procedure, the patent's implanted lead displayed high impedances. The physician replaced the lead and completed the procedure. Additional information was received that the lead extension was also replaced.